Event description:
During procedure clip fell out of jaws of clip applier twice in the abdomen, twice outside the abdomen. Dr (B) (6) stated, "this has got to go!"

Manufacturer narrative:
Upon receipt and evaluation of the incident device, a follow up report will be submitted.